Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.